Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-20 that has a similar product distributed in the us, list number 8k25-27. Patient information; patient identifiers: (B)(6). An evaluation is in process.

Event description:
The customer observed multiple falsely elevated intact parathyroid hormone patient results while using the architect ipth reagents. Initial results ranged from 15.3 to 813.2 pg/ml, repeat results ranged from 14.4 to 392.0 (pg/ml), and roche method ranged from 8.0 to 436.0 pg/ml. No impact to patient management was reported.